Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a temporomandibular joint surgery, the twinfix ti anchor was fractured inside the patient. All the pieced were removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The subject device has been returned to the manufacturer for analysis, which has revealed the twinfix ti anchor deformation with no breakage as initially reported. This complaint will be registered in our quality system and trended as part of our post market surveillance plan. We now consider this investigation closed.